Event description:
It was reported that the patient was no longer getting adequate pain relief. The patient opts a certain program, however, it sends shocks throughout the body when intensity is increased.